Event description:
It was reported that high threshold was observed. Externalized conductors were suspected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasions were found at 19.3-20.1cm and 30.1-30.7cm from the distal tip, consistent with lead friction to another device. Externalized conductors due to external insulation abrasion were found at 10.5-12.8cm from the distal tip, consistent with lead friction to another device. Etfe coating was intact at these locations. Internal insulation abrasion was found partially under the rv shock coil at 6.2-7.4cm from the distal tip. The etfe coating on one sensing conductor was abraded at this location. This could have contributed to the observation from the field of high threshold.